Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forcep large capacity was used during a colonoscopy procedure. According to the complainant, while taking a colonic biopsy, the right colon was perforated. The patient was sent to surgery and the perforation was successfully closed laparoscopically. The patient has since recovered and has been discharged to home. The physician indicated he felt the device performed as intended.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.